Manufacturer narrative:
B4: 09sep2021. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
The customer called technical support (ts), reporting that the v60 is intermittently displaying a primary alarm failed diagnostic code. The customer reported there was no patient involvement at the time the issue was discovered.